Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that her son had lost his transmitter and had experienced a low on (B)(6) 2013. Patient's parent claims that patient felt dizzy and disoriented, so patient's parent gave him a soda, glucose tablets, and a big pretzel. At the time of contact with dexcom technical support, patient's parent reported that patient was ok.